Manufacturer narrative:
MDR 3003442380-2024-04997 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient reported issues with 4 infusion sets, all of the same type. The tubing was leaking where it connected to the site, causing the adhesive patch to get wet. The event occurred over a month, with the most recent event on 21-apr-2024. The infusion set was in use for 1 day. The patient's blood glucose at the time of the issue was 150 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.